Manufacturer narrative:
The manufacturer ref # (B)(4) are related to the same event.

Event description:
It was reported that during an a-fib procedure, error 8 appeared and all bs ECG's were lost. After rebooting the piu, the lasso catheter began rapidly pacing the la on its own, no stim routing on either carto 3 or bard recording systems. This pacing put the patient into afib, which quickly resolved on its own. Replacing the lasso cable and the lasso catheter did not resolve the issue. The customer disconnected and reconnected the lasso catheter from piu and pacing resumed.